Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1242719. All inspections were performed per the applicable operations qc specification. There were two (2) notifications noted that did not pertain to the complaint. There was one (1) notification noted for missing print. H3 other text : see h.10.

Event description:
It was reported that 1 bd veo¿ insulin syringe with bd ultra-fine¿ needle had scale marking issues. The following information was provided by the initial reporter : the customer reported two boxes of 0.3ml ultra fine insulin syringes that are not accurate because the lines on the barrel are askew resulting in 2 year old son having hypoglycemic episodes because of these syringes.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 2020 was used based on age of patient. Date of event: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd veo¿ insulin syringe with bd ultra-fine¿ needle had scale marking issues. The following information was provided by the initial reporter : the customer reported two boxes of 0.3ml ultra fine insulin syringes that are not accurate because the lines on the barrel are askew resulting in (B)(6) son having hypoglycemic episodes because of these syringes.